Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was in the off mode after a followup appointment. As the patient left the clinic, but before leaving the hospital complex, he experienced an arrhythmic event and expired in the emergency room.